Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, there was a leak upon inflation of a powerflex extreme 8mm x 6cm 80cm percutaneous transluminal angioplasty (pta) balloon catheter. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 82238491 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a calcified lesion or during inflation. However, without the return of the device for analysis, it is difficulty to draw a clinical conclusion between the device and the events reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ there is nothing in the information available to suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leak upon inflation of a powerflex extreme 8mm x 6cm 80cm percutaneous transluminal angioplasty (pta) balloon catheter. There was no reported patient injury. The device is expected to be returned for evaluation.